Event description:
Intense knee pain [arthralgia], unable to walk [abasia]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via sales rep regarding a male pt, initials unk (age not provided). The pt medical history was significant for arthroscopy on both knees. On an unspecified date (few days after arthroscopy), the pt initiated treatment with intra-articular synvisc one (hylan g-f 2) injection one on each knee (dosage regimen not provided). The lot number of synvisc one was not provided. On an unspecified date, the pt experienced intense knee pain and almost became unable to walk. The pt received treatment with intramuscular injection of unspecified corticosteroid and pain ceased (intense knee pain recovered). The action taken with synvisc one treatment was not provided. The outcome for the event of unable to walk was not provided. Concomitant medications were not provided. The intensity for the events of intense knee pain and unable to walk was not provided. The reporting physician did not provide a causal relationship between synvisc one and the events.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.